Event description:
Pt was being treated for chest wall cancer with fractionated high dose rate (hdr) brachytherapy. During course of treatment, the radioactive source was routinely replaced in the hdr. The entering of the new source activity into the treatment planning computer interfaced to the hdr lead to a calculational error by the treatment planning computer. This error resulted in delivering approx. Twice the dose desired to 1/2 the area desired for 1 fraction of the treatment regime. No adverse pt effect is expected, as the future treatment fractions will be modified to compensate for the incorrect fraction delivered.